Event description:
The pt sustained a retinal detached while undergoing cataract extraction. The surgeon began the procedure by phacoemulsification but converted to extracapsular cataract extraction (ecce) because both phaco handpieces were said to have not rendered power. Thereafter, the pt went into respiratory arrest causing a vitreous loss which led to a retinal detachment. The surgeon, however, stated that the respiratory arrest and retinal detachment was not directly caused by the equipment failure.